Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure. The explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred five years ago from date manufacturer was made aware.